Event description:
It was reported that an alert tone sounded and the patient heard 3 beeps. It was also reported that the right ventricular lead had increasing threshold noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.